Event description:
It was initially reported in (B)(6) 2011 that the patient was experiencing a loss of therapeutic effect. At first after the implant the patient had good results with the therapy but now for the last "couple of months" she had been incontinent. The patient was on group 1 and had only ever tried group 1. The patient was assisted with changing to group 2 and she was feeling stim more in the rectal area than on group 1. The patient could just barely feel it; was going to try new setting and call back if symptoms did not get better. On 2012 (B)(6), it was additionally reported the patient never had therapeutic effect. The patient was assisted in going from group 2 to group 3. The patient was to try stim adjustment and perhaps try group 4. In subsequent reporting it was noted that the cause of the event was unknown. Regarding abnormal impedance: unknown, the patient had not been in to schedule reprogramming. They were unable to reach the patient. Signs/symptoms: urinary frequency. Hospitalization required: no. Patient outcome: non serious injury/illness. It was noted that the patient was last seen 2011 (B)(6) for uti (urinary tract infection) and urinary frequency.

Manufacturer narrative:
Lead: model # 3889-28, lot # v693797, implanted: 2011 (B)(6), explanted: unknown. Programmer: model # 3037, lot # njd128670n.